Manufacturer narrative:
E1: patient city: (B)(6) patient country: austria. Initial and final MDR (B)(4) device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 23-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 18-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23/mar/2026 against lot number 5385504 and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5385504 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 23/mar/2026 against lot number criteria equal 5385504 and similar malfunction codes: tubing connector detached from infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5385504 was manufactured according to work instruction (wi) version 71 and manufactured in the m12 line on 04/apr/2022 with a total of (B)(4) units. The sub-assembly: assembly lot 5486159 was manufactured according to the wi version 23 and assembled in the quickset line, on 04-apr-2022, with a total of (B)(4) units. The sub-assembly: gluing tube lot 5385547 was manufactured according to the wi version 37 and assembled 04-05-08 line, on 02-apr-2022, with a total of (B)(4) units. Lot 5384794 was manufactured according to the wi version 37 and assembled 04-05-08 line, on 26-mar-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 18-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 5385504. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full DHR review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in austria. It was reported that the patient had experienced multiple infusion sets tubing came apart from connector event on (B)(6) 2023. The pump was located or worn on the left side in relation to the site. No further information available.